Event description:
Terumo medical corporation received the following reported information: 3cc of air was missing from the initial 18cc that was applied. There was a small hematoma requiring manual pressure and a new tr band was placed. The procedure prior to the use of the tr band was a left heart catheterization (lhc). The estimated blood loss was less than 250cc. Additional information was received on 18nov2025: they used glidesheath slender for access. There was no noticeable damage to device. They noticed the issue right away in the lab and a second one was placed. The patient was stable and discharged as planned.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 2ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the balloon assembly or check valve. The sample passed leak testing. The sample was subject to additional leak testing. 15ml of air was injected into the band and the band was placed in its holder for 12-24 hours. After 12 hours, the air was removed and 15ml of air remained in the band. The sample passed additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. One tr band and inflator were returned for assessment, and no failure mode was detected on the returned device. The sample passed all leak testing, and no damage or foreign matter was found in the check valve. The complaint cannot be confirmed for air leakage issues. The exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).